Manufacturer narrative:
Analysis did not identify any anomalies/issues with the returned pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving compounded baclofen 2,000 mcg/ml at 47.2 mcg/hr and bupivacaine 30 mg/ml at 0.707 mg/hr via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported a volume discrepancy was identified. Device interrogation/device data, performed on (B)(6) 2016, revealed a 6 ml underinfusion discrepancy. It was also noted that, during a refill, a greater than 3 ml reservoir discrepancy was discovered. The most recent refill prior to the event was (B)(6) 2016. The decision was made to explant and replace the pump. The relationship of the event to the device or therapy was considered to be related. The relationship of the event to the implant procedure was considered to be not related. No patient symptoms were reported. The event resolved without sequela on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient's medical history included spasticity and spinal cord injury. The patient's concomitant medications included oxycodone-acetaminophen and zanaflex.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a pump reservoir volume was observed during pump refill on (B)(6) 2015 where a 6.3ml underinfusion was noted. Device interrogation on (B)(6) 2015 noted the interrogated reservoir volume (irv) was 5.7ml and the actual aspirated volume (aav) was 12ml. No action was taken/no further diagnostics or interventions were performed and it was noted that the outcome of the event was unresolved with no further action planned. The patient was receiving compounded baclofen (2000mcg/ml at 1324.1mcg/day) and bupivacaine (30mg/ml at 19.861mg/day). It was later reported a pump reservoir volume was observed during pump refill on (B)(6) 2015 where a 7.2ml underinfusion was noted. Device interrogation on (B)(6) 2015 noted the irv was 3.8ml and the aav was 11ml. No action was taken/no further diagnostics or interventions were performed and it was noted that the outcome of the event was unresolved with no further action planned. The patient was receiving compoundedbaclofen (2000mcg/ml at 1324.1mcg/day) and bupivacaine (30mg/ml at 19.861mg/day). It was later reported a pump reservoir volume was observed during pump refill on (B)(6) 2015 where a 7ml underinfusion was noted. Device interrogation on (B)(6) 2015 noted the irv was 3ml and the aav was 10ml. No action was taken/no further diagnostics or interventions were performed and it was noted that the outcome of the event was unresolved with no further action planned. The patient was receiving compounded baclofen (2000mcg/ml at 1324.1mcg/day) and bupivacaine (30mg/ml at 19.861mg/day). It was later reported a pump reservoir volume was observed during pump refill on (B)(6) 2016 where a 5.7ml underinfusion was noted. Device interrogation on (B)(6) 2016 noted the irv was 8.3ml and the aav was 14ml. The pump was reprogrammed on (B)(6) 2016. The intrathecal rate was decreased secondary to the underinfusion. The hcp discussed replacing the pump. On (B)(6) 2016 the pump was explanted/replaced as previously reported. The outcome of the event resolved without sequelae on (B)(6) 2016. The patient was receiving compounded baclofen and bupivacaine. The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.